Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. There was no mention of discomfort at the pocket site. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the anchor site and found the stimulator uncomfortable. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 15320267, description: next generation anchor kit-sterile. Model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, lot #: 421666, description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing discomfort at the anchor site and found the stimulator uncomfortable. The patient will undergo an explant procedure.